Event description:
A customer contacted beckman coulter inc. (Bci) and stated that they may have a precision issue on the access 2 instrument. A pt sample was tested for troponin (accu tni) and a result of 0.33ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and accu tni result was 13.30ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of change to pt treatment or pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was in range. The last system check report provided by the customer was within specifications. The specimen was collected in a bd, plastic lithium heparin with gel tube and was centrifuged at 3,000 rpm for 10 mins. Customer called back stating it was discovered while troubleshooting that a punctured reagent pack was incorrectly inverted. As per product insert: "mix the new, unpunctured reagent pack by gently inverting the pack to remove any magnetic particles from the top. Never invert a punctured pack." This would cause imprecision and erroneous results since the reagent levels would not match the test count. Customer re-tested samples from the time frame in question and this is the only sample that did not repeat. Pt treatment was not affected in this event; however, there is a potential for treatment or further eval to be delayed based on the low, erroneous result. Although customer error is probable, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.